Event description:
ECMO patient was on a sensormedics 3100b oscillator ventilator. Percent inspiratory time (set to 33%) was erratically jumping between 33% and very low numbers (eg, 2%, 5%, etc). Otherwise the ventilator appeared to be operating fine. Therapist consulted to help troubleshoot and no apparent cause identified. Venitlator was operating fine when rn came in for day shift. Rn called viasys clinical specialist and consultant on call and neither claimed to have seen this problem before. Suggested possibility of cell phone interference or short in circuitry. Ventilator was subsequently switched to another oscillator without incident. Equipment tagged and delivered for biomed to review.